Event description:
It was reported that during a device follow up, it was noticed that the threshold and sensing of the right ventricular (rv) lead were changed. On the x-ray, it became clear that there was micro-dislodgement of the rv lead. Due to the malfunction of the active fixation mechanism, the rv lead was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.